Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging she was unable to test her blood glucose because her onetouch lancing device did not fire. The medical surveillance specialist (mss) was unable to follow up with the patient. The complaint was classified based on the customer care advocate (cca) documentation. The patient was unable or unwilling to report when the alleged issue first occurred and what medications she uses to manage her diabetes. It is unclear if the patient was able to manually poke herself or use another lancing device to obtain the sample. The patient reported on the day of the alleged issue she had something more to eat or drink than usual. The patient denied developing any symptoms; however, she stated on an unknown date and time she was treated by a healthcare professional with glucose tablets. It is unclear if any blood glucose readings were obtained on the hcp¿s meter at the time of the visit. It is unclear if the treatment reported was for an acute complication of diabetes. At the time of troubleshooting, the cca determined there was no misuse of the lancing device and it had been in use for a couple of years. Replacement products were sent to the patient based on the information provided, this complaint is being reported as an adverse event because the patient claims she was treated by a healthcare professional.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.